Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced low blood glucose. Customer stated that he had taken 10 insulin units and ate a lot but his blood glucose kept going down. Customer stated he had to call the paramedics; he was treated at home. Blood glucose value was 28 mg/dl and they helped him bring it up to 70 mg/dl. During troubleshoot; it was stated that the drive support cap is normal. Customer had not rewind or prime the insulin pump at all. Reservoir was showing the same amount of insulin as shown on the status screen. Customer mentioned if he may have over bolused for the amount of food he ate, but does not believe it should have brought him down that much. Device was not exposed to a magnetic field; he did have a bone density test but has not have any issues. Insulin pump passed the self test. Nothing further reported.